Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2018, undergo one or more surgeries to remove one or more of the essure® coils.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity/iud migration/malpositioned essure coil'), fallopian tube perforation ('perforation (other) / perforation (fallopian tubes)'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding,') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included irregular menstruation. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), complication of device insertion ("could not place in left due to spasms") and fallopian tube spasm ("fallopian tube spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingo salpingooopherectomy on (B)(6) 2018, hysterectomy with bilateral salpingo salpingooopherectomy on (B)(6)2018. And hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient was hospitalized. There was no indication to plaintiff that the symptoms were related to the essure device inside her body. Right 8 rings are seen after the application. Left tube was identified and followed to the fimbriated end and left tube applied with a falope ring in a similar manner a good knuckle of tube is seen on bilateral tubas. Received treatment for pain, bleeding : yes. Discrepancy reported for insertion date previously reported as (B)(6) 2014 now it is reporte (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity/iud migration/malpositioned essure coil'), fallopian tube perforation ('perforation (other) / perforation (fallopian tubes)'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding,') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included irregular menstruation. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), complication of device insertion ("could not place in left due to spasms") and fallopian tube spasm ("fallopian tube spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingo salpingooophorectomy on (B)(6) 2018, hysterectomy with bilateral salpingo salpingoophorectomy on (B)(6) 2018. And hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient was hospitalized there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Right 8 rings are seen after the application. Left tube was identified and followed to the fimbriated end and left tube applied with a falope ring in a similar manner a good knuckle of tube is seen on bilateral tubas. Received treatment for pain, bleeding : yes. Discrepancy reported for insertion date previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), fallopian tube perforation ('perforation (other) / perforation (fallopian tubes)'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding,') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), complication of device insertion ("could not place in left due to spasms") and fallopian tube spasm ("fallopian tube spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingo salpingooopherectomy on (B)(6) 2018, hysterectomy with bilateral salpingo salpingooopherectomy on (B)(6) 2018. And hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Right 8 rings are seen after the application. Left tube was identified and followed to the fimbriated end and left tube applied with a falope ring in a similar manner a good knuckle of tube is seen on bilateral tubas diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded).. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: events: abnormal bleeding vaginal, menorrhagia, migraines, headaches, migration of essure device location of device: pelvic cavity, dysmenorrhea, perforation (fallopian tube), fallopian tube spasm, could not place in left were added. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history and lab data updated. Outcome of events pelvic pain and abdominal pain was changed from "unknown" to "recovered/resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2018, undergo one or more surgeries to remove one or more of the essure® coils.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.